Event description:
During surgery, coagulation mode would remain active when coagulation button on device was not activated by surgeon. Surgeon switched to traditional electrocautery.

Manufacturer narrative:
Product event (B)(4) evaluation process: unit received in fair condition with very minor surface imperfections. Power cord was received. No hand pieces nor user manual were received. Internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. Unit was powered up on at least 2 days in the field. Error log contains 2 e1s (handpiece button found to be stuck on at power-up or when probe connected) and 6 e3s (patient return electrode has poor connection). The e1 and e3 errors are considered ¿normal use¿ errors and are not indicative of problems with the unit. The coag button circuitry on the rf amp pcba was inspected and no issues could be identified. Root cause: the unit was returned because delivery of coagulation energy would stay on when button was not pressed by surgeon. This could not be confirmed in the service department. The unit delivered both cut and coag energy correctly when its handpiece buttons and footswitch pedals were activated with no issues. (B)(4).

Event description:
During surgery, coagulation mode would remain active when coagulation button on device was not activated by surgeon. Surgeon tried two devices with same result before switching to traditional electrocatuery.

Manufacturer narrative:
(B)(4). Eval, method, results and conclusion: product received by manufacturer and pending inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.